Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is confirmed by attached picture that show the distal end of the shaft of the inserters were bent with the soft anchors into the notch at the tip of the inserter/shaft. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - e. Warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. G. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique, misalignment insertion and/or an excessive force used during prying/leveraging of the device during use of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that three 2.6 fibertak rc anchors were bent while attempting to repair a rotator cuff tear. This issue was discovered during a procedure, with no reported patient harm. Additional information was requested on 26-dec-2025.